Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time intermittently became inaccurate despite the customer correcting the time on multiple occasions. There was no reported adverse impact to the customer related to the reported issue. Reportedly, customer corrected the time and continued to use the pump for insulin therapy.